Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision procedure, as the device was not able to cycle despite troubleshooting. During surgery, a hole with fluid loss was identified at the adaptor for the balloon. The entire aus was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The pump and cuff were visually inspected, microscopically examined, and leak tested; all tests were passed. The balloon was visually inspected, microscopically examined, and leak tested; a tear was determined in the shell, proximal to the adapter junction. The observed tear is consistent with material fatigue. Due to the damage found, the functional test could not be performed. Product analysis confirmed the reported allegation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision procedure, as the device was not able to cycle despite troubleshooting. During surgery, a hole with fluid loss was identified at the adaptor for the balloon. The entire aus was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Correction to d4 lot number and expiration date. The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. H3 other text : device analysis pending closure.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision procedure, as the device was not able to cycle despite troubleshooting. During surgery, a hole with fluid loss was identified at the adaptor for the balloon. The entire aus was removed and replaced. There were no patient complications reported.